Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00070 on january 24, 2020. Additional information 02/25/2020: customer confirmed that sample (B)(6) is the same sample as (B)(6) listed in the raw data attachment. Customer confirmed that a correct result of 2 ng/ml was reported to physician for sample (B)(6) ; no other results were reported to physician for this sample. Customer confirmed that sample (B)(6) is from a 61 year old male; no other patient information was provided. Customer confirms that because the reported result was aligned with expectations, this sample was not tested with other methodologies. Additional information 03/06/2020: a discordant high atellica immunoassay (im) alpha fetoprotein (afp) result was obtained for sample (B)(6) on (B)(6) 2020. The sample was repeated on the same instrument with the same reagent pack and calibration. The 3 repeat results align with the physicians expected results for the sample, while the original result and 1 repeat result were elevated. A service request was opened on 1/31/2020, however no service was performed because a precision study was conducted on (B)(6) 2020 with 10 replicates. The results of the precision study were within the criteria documented in the assay instructions for use. As such, the sample was not requested for analysis by siemens. The probable cause of the discordant results is incomplete wash or aspiration, or base dripping in the luminometer, which can be resolved with routine troubleshooting. Siemens investigation is complete. Based on the investigation, no product problem was identified. MDR 1219913-2020-00069 supplemental report 1 was filed for the initial discordant result.

Manufacturer narrative:
The cause for the discordant results is unknown. Siemens healthcare diagnostics is investigating. The instructions for use states: "warning use afp results only as part of the overall clinical evaluation of a patient. Do not use afp results as the only criterion for diagnosis." MDR 1219913-2020-00069 was filed for the same event for the initial result.

Event description:
A customer obtained a discordant elevated atellica im afp result for a patient sample. Additional testing was performed with the same sample on the same instrument at a later time on the same day. One of those results was also elevated. The customer indicated that patient history gave confidence that the elevated results were discordant. The discordant elevated results were not reported to the physician. The lower repeated results were reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.